Event description:
It was reported that during an unknown procedure on the initial use, the blade came off of the tip of the device. This was during testing and did not fall into the patient. A second like device was opened and used to complete the case. There was no patient consequence reported.